Event description:
Respiratory therapist was called to assist with this pt whose oxygen saturation had declined to 80% with oxygen at 2l/m by nasal cannula. Upon entering room, respiratory therapist discovered a large crack along seam on oxygen bubbler. Bubbler replaced. Oxygen saturation increased to 90%.